Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that patient faced 2 infusion sets was fell off during use event on 10-may-2024. No further information available.

Manufacturer narrative:
Initial and final MDR 1884752 - device 2 of 2. Patient country: (B)(6). Patient city: (B)(6).